Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01483. Reportable based on device analysis completed on 09-feb-2017. It was reported that the rotawire could not work. A 330cm rotawire¿ and a rotablator burr were selected to be used. However, it was noted that the rotawire could not work. No patient complications reported and the patient condition was stable. However, device analysis of the rotawire observed a detachment due to rotational wear in the distal section end.